Event description:
It was reported by the sales rep that during robotic procedure, 2b12lt was used as the operating port in a robotic case, removed the outer casing of the trocar to perform a puncture, one of the 4 seals, probably a 2-layer, 4-piece seal, was initially removed. Thought it was a piece of vinyl and used the product. The same device was used as is to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 9/27/2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: batch # unk. Additional information was requested and the following was obtained: " could you please specify how the device was damaged? The outer seal was fallen down. Was the sleeve damaged? Yes, te sleeve was damaged.was the housing damaged? Yes, the housing damaged. Was there any insufflation issue? No.was there any seal damaged?yes. Any visible broken part? No." "No the piece fell into the patient. No air leaking." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/23/2024. D4: batch # c9e297. Correction: d4. Primary UDI number. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the 2b12lt device was returned with no damage in the external components. The device was disassembled in order to evaluate the condition of the seal. Upon disassembling, the seal was found damaged and torn. In addition, the torn piece of the seal was not returned. Per instructions for use: "use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage to the seals which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal." A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.